Manufacturer narrative:
H10: per the details of the customer¿s response, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover or distal sheath (a-rubber) has a chip, adhesive on a-rubber has a crack, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover (c-cover) has a scratch, adhesive on a-rubber has white-clouded area, indication on the suction-connector (s-connector) is peeled, universal cord has a scratch, universal cord has a wrinkle, image guide protector has a scratch, protector of universal cord on s-connector side has a scratch, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. The procedure was completed. During testing and inspection of the device, residual liquid or foreign material comes out of the channel tube, which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before sending to olympus. It is unknown what the foreign material is. There was no delay in the start of cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/ brushed the air/water nozzle with lint-free brushes or sponges. It is unknown if the customer flushed the air/water nozzle channel with the detergent solution.